Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lower anterior resectomy procedure, the surgeon closed the instrument around the patient's lower colon and the device did cut but failed to staple. This required that the surgeon perform a rectum amputation leaving the patient with a permanent colostomy.